Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip was successfully implanted, reducing mr to 1. On (B)(6) 2018, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. A second intervention was performed on (B)(6) 2019 in an attempt to treat the slda. After the transseptal puncture, the steerable guide catheter (sgc) was advanced to the left ventricle when the patient became unstable. Cardiopulmonary resuscitation was performed however the patient died due to hypoxia. The physician believed an embolism may have occurred but was not confirmed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. Review of the complaint history did not identify any other incidents reported for single leaflet device attachment (slda) from this lot. All available information was investigated and a definitive cause for the reported slda cannot be determined. The unchanged mitral regurgitation (mr) was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.